Manufacturer narrative:
(B)(4). This lot was manufactured from november 24, 2014 to november 26, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified that there was a white particle floating in the device. The reported condition was verified. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white, floating particulate matter. This was observed after the device was filled with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.